Manufacturer narrative:
Patient weight is unknown (B)(4). Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a surgeon experienced difficulty getting a threaded drill guide to thread into the top two holes of a plate during a revision of an open reduction internal fixation (orif) of a tibial plateau fracture. The original procedure was performed on (B)(6) 2016; upon review of postoperative films, the surgeon determined that another plate would be added to the original construct. The implanted screws were free-handed. There was a reported surgical delay of fifteen (15) minutes. No additional x-rays or other medical intervention were required. The procedure was completed successfully with no patient harm. This is report 1 of 1 for (B)(4).